Event description:
Boston scientific was notified that during an event while introducing the matrix extra firm-3d coil into the excelsior 1018 microcatheter, it got stuck and it was necessary to retrieve it. No complications were reported to have occurred as a result of this event.